Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after insertion of the catheter, when the patient woke up, the catheter fell out because the balloon was cut in two. It was fully deflated because it had burst. The device was changed. There was no patient injury.

Event description:
It was reported that after insertion of the catheter, when the patient woke up, the catheter fell out because the balloon was cut in two. It was fully deflated because it had burst. The device was changed. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. Visual inspection was conducted on the returned sample. No obvious contamination, sign of damage, degradation or design abnormality was observed except an encrustation was observed in the whole catheter. Since the balloon not burst, the balloon was then inflated using colored water to identify the leak point. As the red colored water was inserted into the inflation channel of balloon, the colored water was seen slowly seeping out from a small hole at the balloon surface. Close examination under high magnification lens (x60 magnification) revealed a scratch marks on the balloon surface. It appeared quite likely that the balloon has been contacted with hard object that initiated the hole thus render the leak. It was also other remarks: noticed that the catheter was full of encrustation. Based on literature, salty like sediment could also possibly lead to balloon tear. Deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspect ion and 20 minutes leak test. Catheter with defective b lloon will be culled out during this process. Based on the investigation, the leak balloon that due to pin hole on the returned sample could have been caused by scratch marks on the balloon surface that weaken the thin balloon membrane and caused it to leak. Therefore, we could not confirm this complaint as mentioned above.